Event description:
It was reported that on (B)(6) 2026, an arterial catheter was inserted upon patient admission without difficulty. An adequate arterial waveform was obtained immediately following insertion, confirming proper function. Approximately 12 hours after placement, the catheter became non-functional, resulting in an inability to obtain blood samples and monitor arterial blood pressure in a critically ill patient. The arterial catheter was removed and replaced. Additional information indicated that a minor overdose of vasoconstrictor medication occurred and a hematoma was observed following catheter removal. A new arterial catheter was successfully inserted in the opposite arm without insertion-related complications. Upon removal, the reported arterial catheter was found to be kinked while in situ. No further patient complications were reported.

Manufacturer narrative:
Qn#(B)(4).